Manufacturer narrative:
A visual examination revealed that the stent was fully mounted. The outer sheath was retracted 5mm from the tip and it was noted that 3 stent wires had perforated through the outer sheath at 8mm proximal to the distal end of the outer sheath. It was noted that the distal end of the stent wires were damaged. During analysis it was possible to retract the outer sheath and deploy the stent, although an initial resistance was noted. The distal stent wires were damaged. No other issues were noted with the device. The condition of the returned incident device was consistent with the complaint incident. The most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallstent biliary stent w/unistep plus was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009 ((B)(6) old male; weight unknown) according to the complainant, the stent failed to deploy when the nurse pulled the handle of the delivery system to release the stent. The facility noted that the stent wires perforated through the sheath upon examination. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable.

Event description:
It was reported to boston scientific corp., that a wallstent biliary stent w/unistep plus was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2009. According to the complainant, the stent failed to deploy when the nurse pulled the handle of the delivery system to release the stent. The facility noted that the stent wires perforated through the sheath upon examination. The procedure was completed with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
(B)(4) - stent wire perforation. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).